Manufacturer narrative:
This product is manufactured in u.s. But not marketed in the u.s. Diopter: -15.5/+1.5/x092. (B)(4). Method code: evaluation method: lens work order search. Results code: evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusion : conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.5/+1.5/x092 diopter in the patient's right eye (od). The lens flipped upside down during insertion into the eye. The lens was accidentally torn while it was being removed from the eye. No adverse event was reported. No other lens was implanted at the time.